Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and follow-up, and technical support was unable to verify the battery depletion issue due to the pump's current disconnection from the tandem source account.